Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified minor signs of use and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The returned device was measured and matched specifications. No pre-existing conditions were noted on the per and the patient had unknown bone density. The reported device was located on tooth # 15 (universal) and was implanted and removed the same day. Pictures or x-ray images were not provided. The customer reported the patient experienced heavy bleeding a few hours after the placement procedure. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1245366). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1245366) for similar events (complaint category keyword: medical) and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Patient weight unknown / not provided. PMA/510(k) number: k011028, k013227.

Event description:
It was reported that the implant at tooth site #15 was removed due to heavy bleeding. Removed tooth and placed implant with good stability. A few hours after procedure, patient started bleeding profusely. Oral surgeon removed implant. Per indicated: surgical/medical intervention required for permanent damage: yes, ER surgery with os to stop bleeding. Additional appointment required: yes, gone graft and implant placement. Symptoms as a result of the event: bleeding.